Manufacturer narrative:
The device is expected to be returned for analysis; however, the product has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. (B)(6).

Manufacturer narrative:
Please note that the device has been returned for analysis. Additional information: the decontamination lab reported that the hub was detached and included when the product was received. Device evaluated by mfg? No. The product has been received, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product has been returned for analysis; but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. Device evaluated by mfg?: no.

Manufacturer narrative:
Complaint conclusion: as reported by the affiliate, the proximal extremity of the ¿probe¿ fractured/separated when removed from the package and prior to use in the patient. There were no consequences for the patient. The intended procedure was a diagnostic procedure. There were no damages or anomalies noted to the packaging, pouch, or box. The proximal extremity of the probe separated when the operator has it out of the package before use. There were no other damages noted to the device. The device had been stored, handled and prepped according to the IFU. Another of the same device was used to complete the procedure. Upon receipt of the device for analysis, the hub was noted to be detached. A non-sterile cath f5 inf jr 4 100cm diagnostic catheter was received coiled inside a plastic bag. The body shaft of catheter was received separated from the hub. Per visual analysis, the proximal section of unit (where separation occurred) was inspected under vision system and evidence of molding flare was observed at the hub. No other anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿luer hub-separated¿ was confirmed due to the body/shaft separated from hub condition as received for analysis. The proximal section of unit (where separation occurred) was inspected under vision system and evidence of molding flare was observed at the hub. As such, this issue is potentially related to the manufacturing process and a risk assessment has been initiated.

Event description:
As reported by the affiliate, the proximal extremity of the probe fractured/separated when the operator has it out of the package before use. No consequences for the patient. The intended procedure was a diagnostic procedure. For the procedure, an infiniti catheter was opened. There were no damages or anomalies noted to the packaging, pouch, or box. The proximal extremity of the probe separated when the operator has it out of the package before use. There were no other damages noted to the device. The device had been stored, handled and prepped according to the IFU. Another same brand and reference number device was used to complete the procedure. This occurred before patient use.